Event description:
I had breast implant surgery and on the date above my implants were rejected by my body and I had to go to the ER where they told me to contact a cosmetic surgery firm and or my surgeon. I contacted the dr who performed my surgery. He told me it would cost me to do anything almost (B)(6). Then I contacted another doctor and told it would also cost me so since this date I have lived with pain and discomfort from my implants I have to wear a bra and sports bra to keep them from hurting for the last 6 months they hurt to the touch and the implant is pushing against my areola I have pain in my armpit and can not sleep due to the nonstop pain. They feel hard like a rock and I get sick sometimes and has been an ongoing issue since the surgery. FDA safety report ID # (B)(4).